Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Event description:
The customer reported receiving a glucose result of 215 mg/dl on their precision xtra blood glucose meter. After obtaining this result, the customer reported feeling shaky, sick, and their arm felt numb. Paramedics were called, and the customer was transported to a local hosp, where they were diagnosed with hypoglycemia. An unspecific intravenous treatment was administered, as well as unspecified medication. Please note: the customer reported receiving a glucose result of 54 m g/dl, but it is unclear if this was obtained on the same meter or not, or if it was obtained before or after arrival at the hosp. There was no report of death or permanent impairment associated with this event.